Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during testing. (Updated h6) device evaluation: one pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and pump was in the pump was in good condition. The investigation found that the pump was exhibiting error code 46510 on power up. The investigation determined that an inoperable main board was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The main board was replaced.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited error code 46510. No adverse patient effects were reported.